Event description:
This report is 4 of 5 for complaint #(B)(4).

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2013 an oily white residue was found on end of the trs attachments and splattered inside of the sterilizing paper, post the sterilization process. No further information is available at this time. This is 4 of 5 reports for this event.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The oily, white substance was evaluated by bioservice scientific laboratories in germany with the following results: under the conditions of the present study it can be stated that the polar extract of the test item caused no signs of irritation. Under the conditions of the present study it can be stated that the nonpolar extract of the test item caused signs of irritation. The primary irritation index for the nonpolar test item extract compared to the nonpolar reagent control was 0.2. As the primary irritation index for both test item extracts was less than 1, the requirements of the test are met and the test item is classified as not irritant. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.